Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the same cartridge and resume insulin successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.